Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of possible site or set occlusion from the soft-sets. The customer's blood glucose reading was unknown. The customer stated that 5 of the soft-sets were not good and were wasted. The customer stated after the set was connected to the body, it would not fill the tubing. The customer received a no delivery message. The customer discarded the sets. No troubleshooting was done. The customer will be sent soft-sets and reservoirs.